Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99214. Supplemental rationale: corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status: 1 device investigation type has not yet been determined. 1 device was received. Evaluation findings (results/components): 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. 1 device: no device problem found / part/component/sub-assembly term not applicable. Product disposition: 1 device: scrapped by stryker. 1 device: product disposition is not yet determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 2 devices: product disposition is not yet determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 2 events for the failure: fracture. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.